Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿missing components/ accessories and/or not according to proper assembly sequence¿ with a potential root cause of "incorrect operation". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Lubricate catheter. 7. Prep patient with povidone-iodine swabsticks. 8. Proceed with catheterization in usual manner. 9. If specimen is required, fill sterile container from catheter. 10. Top tray may be placed on basin to help prevent spillage. 11. If urine is placed in specimen jar: a. Secure cap. B. Label specimen jar. C. Send specimen to laboratory."

Event description:
It was reported that the wrong product was in the package. The customer was missing iodine. Per additional information received (B)(6) 2019, the customer confirmed that there was not an incorrect device in the package, the iodine was missing from the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the wrong product was in the package. The customer was missing iodine. Per additional information received 26nov2019, the customer confirmed that there was not an incorrect device in the package, the iodine was missing from the package.